Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to the manufacturing process as the construction/design was false, defective. The issue has been captured in a CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that that during service and evaluation, it was determined that the coupling tool side of the handpiece device was out of specification. It was noted that the saw blade was cracked, and the turn-knob was loose. It was further determined that the device failed pretest for check status of development, check saw blade coupling, functional test, and mode switch test. It was noted in the service order the tool was working too loud, and the saw holder plate was cracked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.